Event description:
It was reported that an alarm 2 occurred, and the customer experienced multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin. The customer declined additional assistance despite experiencing frequent occlusion issues, and the case was closed by technical support.